Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen cracked while carried in a pocket, and the device was replaced. Symptoms included no reported blood glucose issues. Outcomes included continued diabetes management without interruption using the patient¿s cgm and a replacement pump shipment. Investigation included review of user report and photographic evidence, along with logistical tracking of the returned device. Investigation of this device revealed physical damage to the display consistent with external impact to the device enclosure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.